Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that multiple stations are on critical override. The technical support specialist (tss) dialed into the server, verified the health sight viewer and confirmed that the devices were on critical override. Tss restarted the external messages, communication and inbound, but the issue remained unresolved. Tss then dialed into the care fusion coordination engine, identified that the services were running, but the messages were being slow and there were 18000 messages were in the queue. Tss restarted the structured query language services as the memory was 95 percentage and confirmed that the messages were started to process much quicker and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations are on critical override. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from the main pharmacy. However, there were no adverse events or injuries reported based on this event.